Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on electronic assembly. Unable to verify for keypad anomaly due to blank display. Moisture damage was found motor assembly. Insulin pump received with cracked display window corner and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Moisture damage was reported. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.